Event description:
The patient was admitted for an infection in the blood. Approximately five days into the hospital course, the patient sustained a stroke. The patient's goal INR is 2-3. The INR upon admission was 2.2 and the INR on the event was again 2.2.